Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Driver tip broke upon screwing in the glenosphere, and fragment remained implanted.